Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2014). The patient¿s meter and test strips have been returned on 10/18/2014 and 11/4/2014, respectively, and evaluated by lifescan product analysis on 10/22/2014 and 11/4/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2014, at an unknown time at night. She tested on the subject meter and observed values of ¿200mg/dl¿ and tested on another meter and observed a value of ¿130mg/dl¿ performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type and dose of insulin. The patient reported that approximately 5 hours after testing, she developed symptoms of ¿cold sweats, blurry eyes, and shakes.¿ she reported having ¿more food/drink¿ in the morning of may 1st. It would have been helpful to know if this was to treat her symptoms. No other form of medical intervention was noted. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The testing technique was correct. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.